Event description:
A report from (B)(6) indicates the patient fell in his yard when leaving for work on (B)(6) 2011. The patient's ankle bent 90 degrees and twisted around. The patient was taken to the hospital and was implanted with a plate and 11 screws. In (B)(6) 2012 one screw was removed and on (B)(6) 2012 all remaining hardware was removed. Patient experienced a rash beginning in (B)(6) 2012 and went to the doctor in (B)(6) 2012 for treatment. Photos of the rash were shown to a doctor whose opinion is the relationship between the rash and the implants is improbable. The skin eruption is not more pronounced at the location of the implants and this is a probable allergic reaction to medication, e.g. Antibiotics. Such an allergic reaction to an antibiotic would also fit to the time response.

Manufacturer narrative:
This device is used for treatment not diagnosis. Additional narrative: investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.